Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) tip cover accessory which was installed on the mcs instrument. As a result, the patient's uterus was burnt. Since the patient's uterus was being removed as part of the planned surgical procedure, no patient harm was reported. The hospital indicated that the affected tip cover was lost, therefore, will not be returning for evaluation.

Manufacturer narrative:
Since the tip cover accessory will not be returning to for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.